Manufacturer narrative:
Other text: g1, h3, h6: updated one sample was returned in used condition, five photos were included for evaluation, the visual inspection was not able to detect any condition on the surface of the cuff or in the inflation system. The sample was inflated and submerged under water, the leak was identified in the joint of the valve and the pilot balloon. The complaint was confirmed. Based on the analysis conducted in the sample provided, the returned sample has a hole in the pilot balloon. This type of hole can be caused when the product is in contact with some sharp edge, the unit is observed used. However, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
D4: UDI updated **UDI related data quality updates only** .

Event description:
It was reported that the device was checked for leaks during pre-use checks. A cuff leak was detected. No adverse effects reported.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.